Event description:
It was reported that the patient presented to clinic after receiving inappropriate therapy due to ventricular oversensing. Atrial lead noise was reproducible with isometric testing. The atrial lead was programmed off, and no further oversensing issue was noted on the rv channel. Device mode was also changed. The patient will continue to be monitored.

Manufacturer narrative:
(B)(6).